Event description:
It was reported that 3 bd ultra-fine¿ ii 3/10ml insulin syringe hubs separated from the device. The following information was provided by the initial reporter: the user reported that the needle and shield separated from the barrel when removing the orange shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 3 bd ultra-fine¿ ii 3/10ml insulin syringe hubs separated from the device. The following information was provided by the initial reporter : the user reported that the needle and shield separated from the barrel when removing the orange shield.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution ?: yes. D9: returned to manufacturer on: 11-apr-2022. H6: investigation summary customer returned (2) loose 3/10cc syringes. Customer states that there is needle/shield separation from the barrel when removing the orange shield. Both returned syringes were examined and both exhibited the hub assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue.